Event description:
It was reported that during a surgical procedure at the user facility, the coating began to chip off when wiping off the blade after using a dry towel then a wet towel. The procedure was completed successfully without a clinically significant delay, adverse consequences, or medical intervention.